Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was stopping and overheating was confirmed. An assessment was performed and it was observed that the device was overheating during pre-testing, but did not stop running. It was further observed that unknown debris was found inside the unit, an unknown liquid residue was found on the triggers' components, and the bearings were worn. The assignable root cause of this condition was determined to be due to component wear from normal use over time and component damage from improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the small battery drive device was stopping and overheating while being used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.